Event description:
The physician reported that it was not possible to insert the associated ventricular lead into the connection port during the implant attempt. Furthermore, it was reported that even after loosening the set-screw, the lead could not be fully inserted. An obstacle was also reportably visible. Another pacemaker was subsequently implanted instead.

Event description:
The physician reported that it was not possible to insert the associated ventricular lead into the connection port during the implant attempt. Furthermore, it was reported that even after loosening the set-screw, the lead could not be fully inserted. An obstacle was also reportable visible. Another pacemaker was subsequently implanted instead.